Event description:
Procedure: lower anterior resection. Reportedly, during the rectal stump closure the stapler was fired but there were no staples applied. No staples could be observed in the cartridge or in the surgical cavity. The stapler was removed from the rectal stump and a hand-sewn pursestring had to be tied. There was no injury to the patient however this resulted in a longer operating time.